Event description:
The user facility reported that while an employee was unloading their sterilizer, the evolution transfer carriage became unstable and the shelf with sterile hot instruments on it fell onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the evolution transfer carriage and found the shelving support was bent causing the shelving to not stay in place resulting in the reported event. The evolution transfer carriage will be returned and replaced. No additional issues have been reported.